Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 228mg/dl. The customer's expected fasting blood glucose test result range is 130 to 180mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the living room. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 252 and 197mg/dl. The test strip lot manufacturer's expiration date is 10/30/2020 and open vial date is 10/09/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).